Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the several inappropriate auto mode switch episodes and noise episodes were observed. Review of session records noted lead noise indicating lead damage. Programming changes and lead revision was recommended. Patient was stable.

Event description:
New information received notes that the programming changes were made. The physician elected not to perform a lead revision/replacement at this time. Patient was stable.